Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 21686191 / 5080455. The devices were disposed of and will not be returned for evaluation; therefore, a technical product analysis of the devices could not be completed.

Event description:
It was reported that the patient's ipg was non-functional due to device involuntarily turning on and off. It was also noted that the patient was experiencing tingling sensation at the ipg site which was causing discomfort. The patient underwent an explant procedure. No device malfunction was suspected. The devices were disposed by the facility.